Event description:
It was reported that reportedly there was no alleged product issue. Since the pump implant, the effect was reported as ¿good.¿ however, the last two pump refills have been made correctly with the right concentration but for a second time the patient had overdose symptoms after filling the pump. The symptoms included nausea, sweating, tremor, confusion, and too little muscle tone in the 24 hours following the filling. After 48 hours, the situation was normalized to the next filling. This required hospitalization and it was unknown if action was required. No diagnostic testing or troubleshooting was performed or required. It was unknown if the issue was resolved and the cause was undetermined. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).